Event description:
Baxter service technician reported an infusion pump with failure code 538:320:831 during service. The hospital representative stated there have been no reports of any patient incident involving this pump since the last baxter service event.